Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the right atrial lead exhibited noise oversensing, which resulted in pacing inhibition and an inappropriate mode switch. The atrial lead noise also interfered with the evoked response bot, causing the device to detect it as a false ventricular loss of capture. No intervention was performed. The patient was stable and will be further monitored.